Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was confused over the instructions for the purewick urine collection system.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "incorrect/ missing translation; missing instructions; vendor/printer error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the collection canister, canister lid, collector tubing, pump tubing, and purewick¿ urine collection system base should be cleaned and disinfected at the time of each use, or at a minimum, daily. The power cord should be cleaned and disinfected at the time of each use, or at a minimum daily. Note: gloves should be worn when handling soiled or dirty accessories. Canister and canister lid. It also states "manual cleaning instructions for single user (home care): ¿ initial rinse: rinse the canister and lid thoroughly with cool tap water. While rinsing, remove any excess dirt by wiping the canister and lid with disposable low lint wipes. ¿ cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Fully submerge canister and lid in the solution. Allow it to sit for a minimum of ten (10) minutes. While submerged, use a soft brush (e.g. Toothbrush) to brush all accessible areas of the canister and lid for a minimum of one (1) minute to remove any visible signs of debris or dirt. ¿ rinse: rinse the canister and the lid thoroughly with cool tap water until there is no visible sign of the cleaning solution. ¿ visual inspection: inspect the canister and the lid to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat steps above until there is no sign of debris or dirt remaining on the canister and lid. ¿ disinfection: fully submerge the canister and lid in 70% isopropyl alcohol (ipa). Allow it to sit for a minimum of ten (10) minutes. ¿ rinse: rinse the canister and the lid thoroughly with cool tap water. ¿ drying: dry the canister and lid with a clean low lint towel or cloth. Collector tubing (with elbow connector) and pump tubing ¿ initial rinse: disconnect the collector tubing from the elbow connector and disconnect the elbow connector from the lid. Rinse the disconnected tubing thoroughly by running cool tap water through the inside of the tubing. While rinsing, remove any excess dirt by wiping the outside of the tubing and elbow connector with low lint disposable wipes. While rinsing, flush the tubing with cool tap water to remove any excess dirt. ¿ cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Completely submerge the tubing and elbow connector in the solution and allow it to soak for a minimum of ten (10) minutes. At the beginning of the soak time, flush the inside of the tubing with the prepared solution. While submerged, use a soft brush (e.g. Toothbrush) to brush all accessible areas of the tubing and elbow connector for a minimum of one (1) minute to remove any visible signs of debris or dirt. ¿ rinse: rinse the tubing and elbow connector thoroughly with cool tap water until there is no visible sign of the soap cleaning solution. While rinsing, flush the inside of the tubing with the tap water. ¿ visual inspection: inspect the tubing to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on or inside the tubing. ¿ disinfection: fully submerge the tubing and elbow connector in 70% isopropyl alcohol (ipa). Allow it to soak for a minimum of ten (10) minutes. Flush the ipa through the tubing, prior to starting the ten (10) minute time. ¿ rinse: rinse the tubing and elbow connector thoroughly with cool tap water, ensuring that the inside of the tubing is flushed with water. ¿ drying: dry the tubing and elbow connector outer surface with a clean low lint towel or cloth and allow the inside of the tubing to air dry for a minimum of thirty (30) minutes at room temperature". The device was not returned.

Event description:
It was reported that the patient was confused over the instructions for the purewick urine collection system.